Event description:
It was reported that during a pta treatment procedure to dilate a calcified, 90% stenotic lesion in a tortuous shunt, the coating came off of the wire. The physician was attempting to advance a cutting balloon over the platinum plus guidewire when friction was experienced. The guidewire was withdrawn and it was then noted that some of the coating located at the proximal portion of the wire had come off of the wire. It is not known if any of the coating entered the pt's circulatory system. A transcend guidewire was introduced and the procedure was successfully completed. No pt injury or complication was reported. The pt is reported as 'good' following the procedure.